Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the nurse lost the placement signal on the automated impella controller (aic). The aic was exchanged with a different aic with no issues. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
Corrections to the initial MFR report: d2-common device name updated d4-updated model number f6/f8 should have been left blank. G1 MDR reporting contact email h6 impact code 4629 added, component code changed to 765.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. Aic - controller failure (red alarm): there was no evidence of ¿controller failure¿ in the log. It is most likely that the loss of the placement signal was misreported as ¿controller failure. Aic - loss of opm data: the root cause of the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic software operated as designed.